Manufacturer narrative:
Bci cts (customer technical support) assisted the customer with troubleshooting. Cts had the customer check reagent probes and syringes for leaks. Cts suggested customer to prime reagent delivery subsystem to observe. The customer stated that the leak came from one of the reagent probes at the connection. A field service engineer (fse) went on-site, changed the reagent probe wash collar vacuum valve. Customer discarded suspect reagents.

Event description:
A customer contacted beckman coulter inc. (Bci) stating liquid was observed on cartridges of the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported. There was no affect to patient treatment. This report is being sent to document the patient results. MDR #2050012-2011-00843 documents the leak reported by the customer.